Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a percutaneous intervention treating a mildly calcified left main coronary artery (lm) lesion. The nc trek dilatation catheter advanced to the lm without noted issues and inflation was performed. Following, the balloon was unable to deflate. The device was removed with the balloon fully inflated and became stuck in the right femoral artery. The shaft then separated from the balloon and the patient was transferred to surgery. A clinically significant delay occurred as the patient experienced st elevation and chest pain. A myocardial infarction was not diagnosed. The separated portion of the catheter was surgically removed and medications were provided. The event required prolonged hospitalization. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number - (B)(4). Correction: device evaluated by MFR - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the separation, difficulty removing the device, removal of foreign body, surgical procedure, delay, treatment with medication and hospitalization appear to be related to circumstances of the procedure. The reported patient effect of angina is listed in the nc trek rx instructions for use as a known patient effect. A conclusive cause for the reported angina and st elevation and the relationship to the device, if any, cannot be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.